Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Retained by customer.

Manufacturer narrative:
One monoaxial screw 6 x 45mm was returned for evaluation. Visual examination found the screwhead broken just below the screw shank. The fracture analysis found the fractured surface exhibits smooth and grainy/rough regions as well as progression lines which are indicative of fatigue failures. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the screw breaking cannot be positively identified. However, the fractured surface exhibits smooth and grainy/rough regions as well as progression lines which are indicative of fatigue failures.. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per international affiliate: pae and legal case: the patient is (B)(6), had heavy pound injury on the waist, diagnosed as fracture. The surgeon did surgery on (B)(6) 2011. The patient felt pain and went to the same hospital on (B)(6) 2011 for examination. The CT result was unknown. The patient took CT again in another hospital on (B)(6) 2011. The result indicated two screws (code: (B)(4), lot no. Unknown) were broken. The surgeon then removed all the implanted devices. The patient is in good condition now. The broken screws were retained by the patient for legal purpose. The following mfg. Medwatch reports are being filed for the two screws that are reported to have broken post-operatively: 1526439-2014-11658; 1526439-2014-11659. Note: the international affiliate had reported the event to an incorrect location. Depuy synthes spine did not become aware of the event until (B)(4) 2014 which resulted in the late reporting of these medwatch reports. The affiliate has been advised of the correct address to be used in reporting product complaints.